Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two devices of the same lot ejected the clips completely open. The case was carried out and finished by opening a third device from a different lot. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: did the clips fall into the patient? Yes. How were they retrieved? With a clamp. Which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? When they realized that the clips didn't close properly, they tried firing the device outside the patient. Then they opened the second clip applier, which showed the same problem. The case was carried out using the third device, from a different lot. The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed three clips as intended; the last clips was ejected due to the jaws did not open as intended. Then, the device locked out as intended. It could not be determined what may have caused this condition. However it should be noted that an investigation has been initiated to address the potential root cause of this issue. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h9189f; expiration date: 05/2016; manufacturing date: 06/2011.